Event description:
On (B)(6) 2023, rayner received notification from an australian healthcare facility of an event that occurred following implantation of a rayone emv preloaded iol (model unspecified). The event description provided states that the lens was explanted due to the patient experiencing glare post-operatively. Note: at the time of this report, it is not known whether the implanted lens was a rayone emv rao200e or a rayone emv toric rao210t.

Manufacturer narrative:
The reference (B)(4). Has been allocated to this case by rayner. The event description provided states that the patient underwent explantation of the iol due to experiencing significant glare post-operatively. The device has not been returned to rayner. Dysphotopsia symptoms are common post cataract surgery and iol implantation and are non-specific to any one model or brand of iol. It is possible that the glare experienced by the patient is consistent with the neuro-adaptation process, which rayner has previously been advised by its medical consultants can take up to six months to achieve, with some patients just never able to adapt to the functional style of the lens. The reporting healthcare professional suspects that in this case the patient's poor ocular surface may be a contributory and/or causative factor and believes the glare is unrelated to the rayone emv iol. Rayner is following up with its in country representatives to obtain additional information (including lot number) to facilitate further investigation of the event.